Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined that this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined that this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00789, 0001822565-2023-00804. Concomitant medical products: cat #: 0101012366, cocr head, m, ã¸ 36/0, taper 12/14, lot #: 2527653. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that there was a revision for unknown reasons. Attempts have been made and no further information is available.